Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: patient codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ICD was explanted. Additional information received indicates that the patient had hallucinations. There were no additional adverse patient effects reported. The ICD was explanted.